Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 24 and 36 hours, the site was swollen, irritated, painful and an infected ulcer was developed. The patient visited the hospital, where was recommended to remove it surgically but patient opposed and instead was prescribed antibiotics (amoxicillin) to be taken. The pod was discarded.